Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 479 mg/dl which was treated with manual injection. Customer's blood glucose level was 240 mg/dl at the time of call. Customer stated that the insulin pump had insulin flow blocked alarm during basal. Assisted customer in performing a 5.0 unit fixed prime. The insulin did exit. Customer stated that insulin flow blocked alarm did not reoccurred after infusion set change. Customer stated that they were able to rewind the insulin pump. Customer stated that insulin pump passed the self test and displacement test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.